Event description:
Fmc clinic reporting problem through product complaint. According to information received, the complaint is an internal leak of the dialyzer during the fifth use of the product. Reportedly, the dialysis machine, fresenius 2008h detected a "blood leak" which was visible in the post dialyzer dialysate. Approximate blood loss reported was 100cc (not noted whether the blood loos was due to the actual leak or discard of the blood circuit.) Will call customer to obtain further information. MDR filed due to blood loss reported. 6/29/1999, patient information received from customer. Dialyzer not available.